Event description:
It was reported that revision surgery was performed due to pain and radiolucent lines. The femoral was implanted without cement. The tibia base was cemented and therefore well fixed.